Event description:
It was reported that customer received a software error, spanish anomaly, and signal too low alarm. Insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed self-test with no alarms occurring during testing. Displayable history crc check failed on startup alarm was noted on the insulin pump's alarm history screen due to having a corrupt history file. The insulin pump had minor scratches on the lcd window, cracked case near display window corners, and cracked reservoir tube lip.